Manufacturer narrative:
Company rep evaluated the unit, replaced the cpu board and reseated cables. The unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected pt monitoring. No pt injury was reported.